Event description:
During a ptca procedure of the left anterior descending (lad) artery, the balloon was inflated to 6 atm in the lesion, but the balloon began to deflate slowly and would not hold pressure. The physician tried to inflate the balloon again unsuccessfully. After removal from the pt the balloon still would not inflate. No intervention or pt complications were reported. However, during eval of the returned product a perforation in the balloon was observed with a resulting jetstream type leak. Although no jetstream leak was reported in this case, it has been determined that this type of leak may cause injury if it were to recur.